Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that one touch ultra2 meter is not passing the control solution test. The control solution result of "140 mg/dl" was not within the control solution range of "98-130 mg/dl". A week later, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. During troubleshooting, the customer care advocate noted that the subject test strips were opened more than a year ago. Per the owner's manual, test strip vial that are opened more than 90 days should be discarded. The patient tests his blood glucose twice per day and did not take any diabetes medication to manage his diabetes. The failed control solution test began one month ago. After the control solution issue began, the patient indicated that he obtained blood glucose results ranging in the "180 -190 mg/dl". He felt that the subject meter was giving inaccurate high readings, as his normal blood glucose reading is "110 mg/dl to 150 mg/dl". The patient reportedly stopped testing his blood glucose for approximately one month before he contacted lfs. During the month, he did not test, he allegedly had symptom described as "shakes". Reportedly, the patient obtained blood glucose reading of "120 or 130 mg/dl" while he had the aforementioned symptom. The patient administered self-treatment with food/beverage and promptly felt better. The patient could not pinpoint exactly when the alleged hypoglycemic episode occurred but admitted that sometimes the hypoglycemic episode occurred after the patient did not eat enough and sometimes after he has had some strenuous activities. The patient does not know how he could have prevented the alleged hypoglycemic episode after the reported issue began. This complaint is being reported because the reporter claimed that the patient had symptom that was suggestive of hypoglycemia after he stopped testing his blood glucose for one month due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.